Event description:
On (B)(6) 2017, the following information was received via email: "attached is a photo from dr. (B)(6) which didn't incorporate. The patient had her first surgery(B)(6) 2017 and the breast fell since tissue integration didn't take place. She didn't have any other complication associate with seri. With that being said, second procedure was done (B)(6)using seri to repair the breast that didn't take." Attempts to get additional information have been unsuccessful. No additional information is available.